Manufacturer narrative:
The site declined to provide patient information, per hold (B)(4) laws. On 07/14/2016 a medtronic representative, following-up at the site with a nurse clinician, reported this issue was noted during the initial set-up for registration. The site had multiple articulating arms and brought in a different arm to be used in continuing this procedure. At this time, the site is waiting to replace the articulating arm. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A site representative e-mailed a report that, while in a cranial procedure, their navigation system articulating arm that would not tighten properly. This issue was noted during the initial set-up for registration. No further details regarding the damage, or how it occurred, were provided. An alternate articulating arm was brought in to allow the surgeon to continue. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect articulating arm finds that the reported issue was confirmed. The vertek arm failed vertical pull at 2.6 in lb, horizontal left at 2.4 in lb and right at 2.4in lb. The reported issue was confirmed to be caused by a mechanical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.